Event description:
Customer reported receiving a no delivery alarm and a motor error alarm on the insulin pump. Customer could not recall any significant event that led to the alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. The no delivery alarm occurred one hour before the motor error alarm. The blood glucose reading was high but customer did not state the number. Customer treated with manual injection. She was assisted in clearing the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm or no delivery alarm noted. The motor passed the motor test. The device had minor scratched display window and cracked battery tube threads.